Manufacturer narrative:
Event problem codes, the component codes 814 fiber and 424 cap are associated with the device code 1069 break.

Event description:
The customer reported that the fiber cap detached inside the patient at (B)(6) during a prostate procedure. The fiber cap was retrieved with forceps. The procedure was completed with another fiber. It was reported that there was no harm to the patient.